Event description:
During an embolization procedure of this male, the trufill dcs orbit coil(4x7) was stretched during passing through the microcatheter. There was no reported pt injury. Additional info has been requested, but has yet to be received.